Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins) that had no connection during the procedure. There were no factors that may have led or contributed to the issue. It was also reported that the impedances were over 10,000 ohms. The connection was changed four times (two times 0-7 and two times 8-15). The extension was connected to an external cable and the impedances were ok. The ins was never implanted and another ins was used. There was no problem with the connection and the impedances were also "good". The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis results are not available at the time of report. Once analysis results are available a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. If information is provided in the future, a supplemental report will be issued.